Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased four years, from five and a half years to one and a half year, within one and a half year period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and was already scheduled. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.